Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: pentaray catheter, model and lot numbers unknown. Coronary sinus catheter, model and lot numbers unknown. Mobicath sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardial drain. At the end of the procedure, a tamponade was detected. Pericardial drain was inserted, yielding a small amount of fluid. Physician was uncertain of causality, but did not feel that it occurred as a result of ablation, as ablation was in the left ventricle and the tamponade was on the right. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.